Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Evaluation: conclusions: based on the complaint history, work order search and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4). Injector was not returned for evaluation.

Event description:
The reporter stated the surgeon was attempting to insert a 16.5 se/3.5 diopter (B)(4) toric silicone single piece lens and the plunger turned to the right and damaged the lens optic. There was no patient contact. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.